Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting suspected premature battery depletion. Boston scientific technical services (ts) was contacted to review the data. Engineering reviewed the stored information and noted the device was exhibiting signs of premature battery depletion and suggested the device be explanted. Ts discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting suspected premature battery depletion. Boston scientific technical services (ts) was contacted to review the data. Engineering reviewed the stored information and noted the device was exhibiting signs of premature battery depletion and suggested the device be explanted. Ts discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD exhibited a code that indicated premature battery depletion. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting suspected premature battery depletion. Boston scientific technical services (ts) was contacted to review the data. Engineering reviewed the stored information and noted the device was exhibiting signs of premature battery depletion and suggested the device be explanted. Ts discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional informaiton was received that the s-ICD exhibited a code that indicated premature battery depletion. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.